Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited 1st plumbing is deformed, interface of the pressure valve is deformed, interface of the pressure reducing valve is deformed, and foot pad of the electromagnetic valve is damaged. There was no patient involvement.